Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd smartsite¿ infusion set had a check valve malfunction. The following information was provided by the initial reporter: the customer reported that the secondary set fluid backed up into the primary bag. Back check valve did not work.

Manufacturer narrative:
H.6. Investigation: one sample model 2426-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline. The secondary set was primed with blue dye water. The sets were allowed to free flow. No observation of back flow was seen. The customer complaint that the secondary set backed up into the primary could not be replicated. The root cause could not be determined because the issue could not be replicated. DHR was performed for the two possible lots: a device history record review for model 2426-0007 lot number 21115339 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 21115340 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 1 bd smart site¿ infusion set had a check valve malfunction. The following information was provided by the initial reporter : the customer reported that the secondary set fluid backed up into the primary bag. Back check valve did not work.